Event description:
It was reported that during central processing, the customer reported the monopolar cautery instrument tip was broken, unable to screw in attachments tips (hook & spatula tips). There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the instrument was inspected prior to use, and was visible damage noted. This was found defective before the case & passed off the field prior to surgery starting. There were no fragments that fell into the patient. There was no injury to the patient. The instrument was sent back for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and broken tube adapter and broke electrical contacts on the conductor wire. The broken pieces from the tube adapter along with the conductor wire were not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.